Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/09/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. System database corrupted. System database restored with the last back-up file from 05/09/2016. Fluoro- and rad-gain calibration performed successfully. System check-out performed. Issue resolved. System performed as intended. On 05/26/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that their imaging system database was corrupted. Mobile view station (mvs) monitor displayed an error message: an error has been detected, system database corrupted. Call technical support. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.